Manufacturer narrative:
Batch review performed on 26 march 2026. Ball heads: cocr 01.25.031 cocr ball head 12/14 d 36 mm size m (k080885) lot 2009343: (B)(4) items manufactured and released on 11-nov-2020. Expiration date: 2025-11-02. No anomalies found related to the problem. To date, 166 items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.3648hct flat pe hc liner d 36/f (k103721) lot 2011808: (B)(4) items manufactured and released on 10-dec-2020. Expiration date: 2025-11-26. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Cup: mpact 01.32.156sh acetabular shell d 56 no-hole (k132879) lot 2008056: (B)(4) items manufactured and released on 10-nov-2020. Expiration date: 2025-10-29. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about (B)(6) after the primary, the patient came in presenting instability due to a gap forming between the head and liner. The cause is unknown as there was no reported trauma. The surgeon revised the medacta cup and liner to a competitor cup and liner and revised the medacta 36mm head to a 28mm head with sleeve. The surgery was completed successfully.